Manufacturer narrative:
Device history report was reviewed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. The reported complaint of dislodgement and impedance problem were not confirmed. Visual inspection showed that the helix was compressed smaller than specification consistent with having occurred during procedure. Telemetry, impedance and output features were analyzed, and the device exhibited normal electrical characteristics without any anomalies.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During premapping, electrical values were good except low pacing impedance was observed. The lp was screwed in, and a strong deflection test was completed before releasing the lp. Upon release, it was observed the lp dislodged and migrated to the inferior vena cava. The lp was retrieved successfully and replaced. The patient was stable.